Event description:
It was reported that when using the bd pyxis medstation system, the drawer failed in the intensive care unit, which hinders users from accessing medication for a patient. This incident caused a delay of 15 minutes in patient care; however, the necessary medication was obtained from a nearby station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had a drawer failure. A field service engineer confirmed no failure was observed. The unit was cleaned and inspected. The system functioned as intended after the field service engineer troubleshooted the device.